Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
Consumer reported one false positive sars result. It is unknown if the consumer was symptomatic. The consumer communicated the result was confirmed negative by molecular (pcr testing) and a rapid antigen test. Multiple attempts were made to contact the customer for more information. The customer was unresponsive.